Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria.. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported one conflicting flu b result during an implementation/verification study. Results were compared to sofia influenza a+b fluorescent immunoassay (fia). Report 1 of 2.